Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (90 mcg/ml at 6.008 mcg/day), dilaudid (3.0 mg/ml at 0.2003 mg/day), and bupivacaine (6.0 mg/ml and 0.4005 mg/day) via an implanted pump. It was reported that the patient had a lumbar fusion in july of this year (no specific date specified), and following the fusion, the patient had return of their regular pain in bilateral low back and legs which persisted, but no reports of withdrawal. The physician suspected a catheter integrity issue related to the lumbar fusion surgery. The patient was taken to surgery, and the objective was to determine the integrity of the catheter and to replace it if needed. Upon entering the pump pocket, the physician was unable to aspirate from the catheter access port. He attempted to only replace the pump segment but was still unable to aspirate from the catheter access port and therefore elected to replace the entire catheter. After replacing the catheter, the doctor was able to aspirate from the catheter access port but informed the reporter that he was unable to determine the cause of the catheter issue. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.